Event description:
In jan 2005 I had a corneal ulcer after using renu with moistureloc for contact lens disinfection. I had never experienced this before and it was quite painful -left eye. My doctor had suggested I switch to renu with moistureloc about 4-5 weeks before and I did so. I was on antibiotic drops for a couple weeks and was able to return to wearing contacts a few months later. I continue to wear them today and have not had this recur. Prior to using renu with moistureloc I had used other b&l and ciba disinfectants for the past 15 years without ever having an issue. I have had soft contacts for over 15 years. At the time I did not think much of it. But I did find it strange it happened right when I switched products so I went back to prior product. In light of the issues and recall for what appears to be a lack of disinfection effectiveness "reportedly" under certain circumstances in the past 6 months I though it should be reported to the FDA.